Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead had dislodged. The ra lead was repositioned. Subsequently, the ra lead exhibited far field r-wave oversensing. A low amplitude alert was also noted. The pacemaker was reprogrammed. An x-ray was planned to check the atrial lead position. At this time, the ra lead remains in service. No additional adverse patient effects were reported.